Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06316. It was reported the patient was experiencing ineffective stimulation for the desired left-sided coverage. X-rays taken indicated the left positioned lead migrated. Surgical intervention may take place at a later date to address the issue. As it is unknown which lead is the left positioned lead, all possible lots are being reported.